Manufacturer narrative:
Since no sample was available for return and no pictures were retained, the defect reported by the customer could not be confirmed.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Event description:
It is reported, syringe 10 ml saline fill china sp, newly opened prefilled syringe contained no fluid and showed no visible signs of damage.